Manufacturer narrative:
H3: product analysis: part # 6550202; lot # k24m6065 visual inspection confirmed cement leakage on the fns tip. The leakage likely resulted from a failed attempt to deliver the cement into the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: annex a code correction. A050701 code is now not considered as there were no problems with the connection of screw and fns tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy at th12 for thoracic vertebral fracture. It was reported that cement was filled after screw insertion. Partial leakage to the screw head during cement filling. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received that after inserting the screw, a delivery guide with a tip was attached, and filled 1cc of cement with the delivery device. After 3 minutes, when the delivery guide was removed, part of the cement was attached to the screw head and the tip of the tip. It was not a leak that could be confirmed in the image. Guide wire has also passed, the axis was captured, the green line of the delivery guide was below the black line of the extender, and there was no problem. Additional information was received that there was no malfunction with the cement.